Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes employee. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent a surgery for femoral trochanteric fracture with the trochanteric femoral nail-advanced (tfna). During the surgery, the surgeon measured the head element length, and the value was 116mm. There was a few mm margin between the tip of the guide wire and the tip of the bone head. The surgeon wanted to use 115mm blade, but the 115mm blade was not prepared, and he had no choice but to use 105mm blade. The surgery was completed successfully without any surgical delay. Patient's outcome is reported as stable. No further information is available. Concomitant device reported: guide wire (part# unknown, lot# unknown, quantity# 1). This report is for one (1) tfna helical blade 115mm. This is report 1 of 1 for complaint (B)(4).